Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with palpitations and suspected shock. An interrogation showed possible inappropriate therapy for atrial arrhythmia with rapid ventricular response that the device classified as ventricular fibrillation (vf). It was noted that the right atrial (ra) lead had intermittent under-sensing on occasion. The device and lead remain in use. No further patient complications have been reported as a result of this event